Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a system revision due to infection. This right ventricular (rv) lead was explanted. The right atrial (ra) lead and the pacemaker remain in service. No additional adverse patient effects were reported.